Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the proximal insulation was abraded at 10.8 cm to 10.9 cm from the connector pin. A small hole was not ed in the proximal insulation below a suture sleeve impression. The damaged insulation could have resulted in the reported noise and oversensing.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was explanted and replaced.